Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a sticky residue at the end of the tube. It was stated that it was cloudy and had a rough surface all throughout. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. A visual inspection was performed and it was observed a sticky residue on the length tube. The device history record (DHR) was reviewed and no discrepancies were found. The device failed to meet specification. Information has been added to the database and trends will continue to be monitored. Corrective actions have been implemented to address this issue. If information is provided in the future, a supplemental report will be issued.